Event description:
It was reported that this event occurred in the operating room, prior to procedure. "The tip of the guide defective is observed when uncover the packaging" - the tip of the swg was "stretched". There was no patient involvement reported at the time of this occurrence. There was no delay, harm, complication, death, or injury reported as a result of this occurrence.

Manufacturer narrative:
(B)(4).